Event description:
The user facility reported that the pt was hospitalized after having undergone a colonoscopy with polypectomy when the device failed to cauterize polypectomy sites. The pt was reported to have experienced bleeding, and had exhibited involuntary muscle contractions when the electrosurgical generator was activated. The bleeding was said to have stopped after the physician administered submucosal epinephrine injections. The pt was said to have been observed in the hospital for an undefined period of time after the event, was determined to be stable, and released from the hospital.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The user facility returned an olympus esg-100 electrosurgical unit, mb-754 pt plate, pt plate cord maj-003, and another company's pt plate adapter. The evaluation noted that the maj-003 pt plate cable was received cracked and the connector was held together with tape. The internal ground wires of the maj-003 were found detached from the pt plate connector section. Current output was noted to be insufficient and variable during testing. The electrosurgical unit and other accessories were tested using a known-good maj-003 and was found to operate appropriately. The cause of the reported phenomenon was determined to be physical damage and/or inadequate repair of the maj-003. The maj-003 instruction manual states: "intended use: this instrument has been designed to be used with the p-plate mb-574 to the olympus electrosurgical unit, ues-20, psd-20 for general and endoscopic electrosurgery (cutting and coagulation) in conjunction with olympus designated electrosurgical accessories and endoscopes (including fiberscopes, videoscopes, and rigid scopes). Do not use this instrument for any purpose other than its intended use." This report is being submitted as an MDR in an abundance of caution. See also MFR report numbers 8010047-2009-00258, 8010047-2009-00259, 8010047-2009-00260, 8010047-2009-00262, & 8010047-2009-00263 for related reports.